Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to the customer site.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that there was a speaker malfunction inop, and there was no sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.